Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s ins had been dead for ¿almost 2 years now¿. Additional information from a consumer regarding a patient reported their implantable neurostimulator (ins) was dead due to normal battery depletion. The patient stated the healthcare professional (hcp) said to them that after years of nerve stimulation the ins was no longer served its function. The patient stated when the ins was working it make the world of difference in their daily life. The patient stated they had been told to ¿surrender¿ to the fact that it would no longer help them. The patient noted they were not happy about it, they felt like they had been abandoned with a foreign object in their body. The patient stated they didn¿t want to put themselves through another to remove it and at the same time it was an inconvenience to have it in their body and they felt intimidated each time they walk through a security system. The patient noted she was grateful for all the years it help. The patient noted in (B)(6) 2012 was at the time that the ins slowly failed to bring relief as the battery ran out of power. Additional information from the consumer who said their ins has been dead for 5 years. Caller states the last couple of months she has been having extreme pain where the ins is. Caller states the last month or so it started radiating down her thigh and waking her up at night. Patient will follow up with hcp. Patient responded to a letter who had the ins removed on (B)(6) 2020 and the pain immediately lessened. They added that the pain isn't gone completely, it's better, and they need more time to determine if it is permanent. The patient lastly said the device had seem to be on a nerve for nineteen years. No further patient complications have been reported as a result of this event.